Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 3006705815-2023-05477. It was reported that following weight loss, the patient was experiencing pain at ipg sites. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.